Event description:
The lead was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
A partial lead was received cut in two pieces with the helix retracted, containing blood/tissue material. Electrical testing that could be performed on the portions received did not find any indication of conductor fractures, due to explant damage the distal portion failed the hi-pot test. X-ray examination found the inner and outer coils stretched consistent with explant damage. No insulation abrasion was noted. All damage found is consistent with that occurring at the time of explant procedure.

Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate therapy was noted due to crosstalk. Further testing revealed oversensing on both atrial and ventricular leads as a result of suspected lead damage. A system revision is expected and the patient is in stable condition. Related device reports: 2938836-2017-13499, 2938836-2017-13516.